Manufacturer narrative:
Abbott molecular has contacted the customer and requested more info regarding this event. A f/u report will be submitted to the FDA after more info is received from the customer.

Event description:
Product name: aneuvysion multicolor dna probe kit. Intended use: the aneuvysion (vysis cep 18, x, y-alpha satellite, ls1 13 and 21) multicolor probe panel is intended to use cep 18/x/y probe to detect alpha satellite sequences in the centromere regions of chromosomes 18, x, and y, and ls1 13/21 probe to detect the 13q 14 region and the 21q22, 13 to 21q22.2 region. The aneuvysion kit is indicated for identifying and enumerating chromosomes 13, 18, 21, x, and y via fluorescence in situ hybridization (fish) in metaphase cells and interphase nuclei obtained from amniotic fluid in subjects with presumed high risk pregnancies. It is not intended to used as a stand alone assay for making clinical decisions. Fish results are intended to be used as an aid in the diagnosis of numerical abnormalities of chromosomes 13, 18, 21, x and/or y in conjunction with other info currently used in prenatal diagnosis, consistent with professional standards of practice. This device is intended for use only with amniocyte cells; it is not intended for and has not been validated for use with other test matrices. This fish assay will not detect the presence of structural chromosome abnormalities that can also result in birth defects. This fish assay will be performed in cytogenetics laboratories. A customer in germany stated that false positive results were reported with the aneuvysion multicolor dna probe kit. Three cep16 signals were detected and reported as trisomy 16, but after abortion fetus was healthy.